Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation cardiac ablation with a thermocool smarttouch sf and suffered a cardiac perforation which required a pericardiocentesis, transfusion of blood and surgical intervention. During the procedure, the patient developed hypotension and cardiac tamponade. While ablating the left inferior pulmonary vein (lipv) with the thermocool smarttouch sf catheter at 40 watts, the anesthesiologist notified the physician that the patient was hypotensive. Using intracardiac echo, tamponade was diagnosed. A pericardiocentesis was immediately performed, removing 1.5 liters of fluid from around the patient's heart. A transfusion of blood started, and at this point the physician removed catheters from the left atrium and reversed anticoagulation agents. The bleeding continued. CT surgery was consulted, and the patient was transported to the operating room for surgical intervention. The patient status was unknown at the time of the call, as the patient was in surgery. During radiofrequency (rf) delivery, there were no force value changes on carto 3 system or impedance changes on the generator that preceded the adverse event. Post-procedure map analysis revealed an "unusual change" in the thermocool smarttouch sf force vector around the left inferior pulmonary vein (lipv). Information received indicated that no malfunctions detected. Transseptal puncture was performed with a baylis needle. The patient required CT surgery, and the perforation location was described as appendage base. Ablation was performed prior to noticing the tamponade, but there was no steam pop. Smarttouch sf defaults were selected, and pump switching from ¿low¿ to ¿high¿ flow during ablation occurred. There were no error messages observed on the biosense webster equipment during the procedure, and the physician was using a drag method instead of point by point. The primary force visualization used was the dashboard with vector. The parameters used were at least a 45 or 50g flash. Standard settings used were 3/3/25%/3, but sometimes they use drag methods. Sometimes they will use more liberal settings, such as 2 grams to permit tag appearance faster, and for this case, it was no greater than the standard values. No additional tag filters were utilized. No settings would be utilized that would encourage excessive ablation in a location, and impedance drop for colors. Respiratory gating tag filter is used only with stability+. This filter defaults to "on", but is remove if it is limiting tag placement, but not certain if it was off for this case. The patient required extended hospitalization post CT surgery. The outcome of the adverse event was improved.

Manufacturer narrative:
The investigation was completed on 31-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31513502l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).